Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose events. Customer's blood glucose was 288 mg/dl at the time of incident. Customer reported that the high blood glucose levels began on (B)(6) 2017 with the blood glucose readings of 118 mg/dl to as high as 354 mg/dl. Customer treated with insulin pump and manual injection.. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles, site or insulin issues and device settings. The insulin pump failed the high pressure test. The customer was advised that the insulin pump is being replaced and is not expected to return for analysis.